Manufacturer narrative:
A non sterile sds rx genesis on amiia 5.0mmx15mm, 142cm was received coiled inside a bag. The balloon and stent were not used due to the balloon was not inflated and the stent was not expanded. The tip presents evidence that it was detached one part. No other anomaly was found. The tip from the catheter and the detached tip were observed under microscope at 40x of magnification. The detached tip was found elongated and some unknown marks were detected in the body of the tip. Also it was observed dry blood inside of the detached tip. No other anomaly was detected. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The distal tip separated failure reported by the customer was confirmed; however, the exact cause of the failure could not be conclusively determined, controls are in place to prevent defective balloons from leaving the facility. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. With the information available, it is not possible to draw a clinical conclusion between the device and the event. Therefore, no corrective/preventive action will be taken.

Event description:
The procedure was direct stenting of the renal artery. The vessel was mildly calcified and moderately tortuous. Rate of stenosis was 80%. The patient was male, (B)(6). Access site was via the brachial artery. After the first stent (B)(4) was placed in the target lesion, a second stent was prepped for use (B)(4) to treat the remaining stenosis. When the physician attempted to insert the stent delivery system into the sheath introducer, the distal tip separate from the balloon. This occurred outside of the patient, and the separation was noticed immediately. The sds was exchanged to other product (B)(4), and the procedure was completed successfully. There was no patient injury.

Manufacturer narrative:
A device evaluation is anticipated; however, the product has not yet been received by cordis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint and confirmed that the device(s) met quality requirements for product acceptance. Additional information will be submitted within 30 days of receipt.

Event description:
A potential product issue has been reported internally with our oncor linear accelerator. In the abundance of caution this issue is being reported. The gantry rotated counter clockwise from 340 degrees to 170 degrees towards a table with a patient on the table. The therapist stopped the motion by releasing alt+enable on the control console keyboard to prevent a patient from possibly being injured. Both control console versions are 9.1.70. The linac is iec complaint for both the collimator and table. There are warnings in the user manuals, saying, that moving the gantry from outside the treatment room can result in a collision. No information was reported that suggests that a serious injury or mistreatment has occurred. Risk assessment is documented. The root cause is determined to be user error.